Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may have contributed to the cable breaking. The complaint regarding a broken wire was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the fenestrated bipolar forceps instrument developed a broken conductor wire. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there were no reports of the instrument arcing during the procedure. The issue was resolved by using a backup instrument. There were no reports of patient injury. Patient demographic information was not provided.